Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the pump became shattered and unresponsive when the customer had the pump in their pocket. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.